Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump insulin delivery calculation was incorrect. Tandem technical support reviewed the pump t:connect data with the customer and found that the correction factor setting on the current pump was 1u:5mg/dl and the previous pump had the correction factor set at 1u:50mg/dl. The customer acknowledged that the previous pump setting was the correct and changed the current pump settings accordingly. The customers blood glucose level was no impacted.